Manufacturer narrative:
The physician has opted to conservatively follow this patient monthly. Technical services discussed guidelines. Information suggests this device remains in-service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.

Event description:
Boston scientific received inquiry regarding longevity of this implantable cardioverter defibrillator (ICD). The current battery voltage was 2.53; however, the voltage at 27 months was unknown. This device had not declared the elective replacement indicator (eri) to date. This device is included in the shortened replacement window advisory. No adverse patient effects were reported.

Manufacturer narrative:
The device was later explanted for normal battery depletion. A return request was made for the device and it is being returned for analysis.

Manufacturer narrative:
The device has been returned and detailed anlaysis is pending.